Event description:
Related manufacturer report number: 2017865-2023-03138. Related manufacturer report number: 2017865-2023-03139. It was reported that a patient presented with high capture threshold, loss of capture, and loss of sensing on the right ventricular (rv) lead; and loss of capture, loss of sensing resulting in inappropriate mode switch on the atrial lead. On (B)(6) 2023, chest x-ray was performed and revealed that the implantable cardioverter defibrillator (ICD) had migrated and the rv and atrial leads had dislodged. On (B)(6) 2023, the physician elected to reposition the ICD and rv lead. During revision of the atrial lead, the helix would not extend. The physician elected to explant and replace the atrial lead. The patient condition was stable before, during, and after the procedure.